Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bluetooth connection/communication was lost during the threshold test. It was further noted that the application crashed during the case, and the emergency vvi button was used by accident when moving the tablet to access the legacy programmer. An electrical reset of the base occurred after restarting application during the procedure, which was resolved after pressing "continue." The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bluetooth connection/communication was lost during the threshold test. It was further noted that the application crashed during the case, and the emergency vvi button was used by accident when moving the tablet to access the legacy programmer. An electrical reset of the base occurred after restarting application during the procedure, which was resolved after pressing "continue." The mobile programmer application remains in use. No patient complications have been reported as a result of this event.